Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The tip was visually and microscopically examined and no issues were noted with its profile that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the stent. The balloon was tightly wrapped evenly folded and was not subjected to positive pressure. The outer shaft polymer extrusion was torn longitudinally between 4 and 12mm distal to the bi-component bond. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-aug-2015. It was reported that advancing difficulty and balloon inflation failure occurred. The stenosed target lesion was located in a very calcified and tortuous coronary artery. A 2.50x16mm promus element plus stent was selected and was able to cross the lesion despite advancing difficulty. An attempt was made to deploy the stent however the stent delivery system balloon failed to inflate. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal tear in the outer shaft polymer extrusion.